Event description:
A female healthcare worker experienced whitening of the skin on her right hand fingers after removing peel packs from a load after the cycle completed. The worker washed her hands and her symptoms resolved within one day. The vaporizer plate was not in place at the time of the event.